Event description:
It was reported that a ventilator's display entered an inoperative state. The ventilator was not on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse found the display to be blank. The fse replaced the graphic user interface (gui) printed circuit board (pcb) with a customer purchased gui pcb, which resolved the reported issue. The ventilator then passed performance verification tests (pvt).